Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 15 mg/dl, lo (less then 10 mg/dl), 23 mg/dl, and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.